Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: command. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified tibial artery. An unspecified command guide wire was advanced towards the lesion. Then, a 2.0 x 200 mm armada 14 balloon dilatation catheter (bdc) was advanced as well and did not meet any resistance. However, when the balloon was inflated three times with an indeflator, the balloon lost pressure and failed to inflate. There was no contrast leakage from the device. The device was then removed from the anatomy and a failed attempt was made to inflate the balloon on the table. A 2.5 x 80 mm armada 14 bdc was then used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The inflation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.